Event description:
It was reported that three hours post implant of this implantable cardioverter defibrillator (ICD) system the patient reported receiving shock while talking on the telephone. Device interrogation revealed that the associated ICD recorded three error codes, indicative of shorted voltage shock lead, charge time out, and limited device functionality. Technical services (ts) recommended emergent replacement of the device and associated right ventricular (rv) lead. Intervention was performed and the device and rv lead were replaced without incident.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that three hours post implant of this implantable cardioverter defibrillator (ICD) system the patient reported receiving shock while talking on the telephone. Device interrogation revealed that the associated ICD recorded three error codes, indicative of shorted voltage shock lead, charge time out, and limited device functionality. Technical services (ts) recommended emergent replacement of the device and associated right ventricular (rv) lead. Intervention was performed and the device and rv lead were replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an arc mark on both the proximal and distal high voltage shocking coils which can only occur if the shock coils were within close proximity at the time of therapy delivery. It is likely that the tip of the lead was looped back on itself while implanted.